Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 383 mg/dl, 124 mg/dl and 126 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated she took 6 units of "n" insulin after obtaining the results, she then began to feel bad, and so ate a light meal. Reporter alleged obtaining an additional comparison, on a different day of 285 mg/dl, 305 mg/dl, and 141 mg/dl within 10 minutes on the same advantage system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.